Manufacturer narrative:
The device did not return for evaluation. Based on event description indicates that the device was used to treat an atrial flutter through ablations to the cavotricuspid isthmus, which is considered an off-label use. The device did not return; therefore, product analysis could not be performed. The reported allegation of user used incorrect product for intended use was confirmed and the allegations of cardiac arrest, ventricular tachycardia, and bradycardia were unable to be confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A pulmonary vein isolation procedure was successfully completed, additionally the catheter was used for off label ablations to the cavotricuspid isthmus "to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions)" and successful external direct current cardioversion helped achieve sinus rhythm. 4 months after the ablation procedure the patient passed away due to cardiac arrest. Advanced cardiovascular life support (acls) was implemented by the medics including chest compressions, shocks, and epinephrine administration. The patient was intubated with a supraglottic airway device, fitted with a lucas device and taken to the emergency department where they were moved to the "resuscitation bay" and was found to have no pulse. Acls was reinitiated at this time and the patient was noted to have "multiple rhythms including 1 episode of v. Tach" which was defibrillated (and his ICD was noted to deliver a shock shortly after the defibrillation). They obtained a return of spontaneous circulation (rosc) for "a time" and gave the patient epinephrine and amiodarone, however the patient slipped into bradycardia and ultimately returned to pulseless electrical activity. Multiple additional rounds of acls were attempted before the patient was finally declared deceased. It was reported that the pulmonary vein anatomy was normal. And the physicians consider the farawave catheter and faradrive sheath as unrelated to the death event, however, a cause for the sudden cardiac arrest have not been provided. It was noted that the patient had been doing well in the time between the ablation procedure and their death. Per additional information, ablation was on (B)(6) 2025, death was on (B)(6) 2025. Successful pulmonary vein isolation x4 (farapulse system). Successful pulsed-field catheter ablation of the cavotricuspid isthmus to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions). Successful external direct current cardioversion to normal sinus rhythm. Death (cardiac arrest) occurred over 4 months after ablation. Acls was performed by medics, chest compression initiated and ongoing for multiple rounds pta, 0 shock, 5 epi, and no other meds were delivered prior to arrival, airway was managed with a supraglottic device, access established pta was io. Was doing well, no immediate complications after the ablation in (B)(6) 2025. No hospitalization, death was shortly after arriving to emergency. Department. Patient arrived via ems ill-appearing with a supraglottic device in place and a lucas device over his chest. Appeared mottled and cyanotic. After he was moved from the ems cot to the resuscitation bay pulses were checked and noted to be absent. Acls was then reinitiated. He had multiple rhythms including 1 episode of v. Tach which was defibrillated. His ICD was also noted to deliver a shock shortly after defibrillation by the zoll device. Obtained rosc for a period of time and initiated an epinephrine drip and amiodarone however patient ultimately bradycardia down and went back into pea. After multiple additional rounds of acls the code was called for medical futility. Afib ablation in (B)(6) 2025, no procedure was done during time of death. No medication was prescribed, no additional interventions. Pulmonary vein anatomy was normal. The farawave catheter and faradrive sheath were unrelated to the death event

Manufacturer narrative:
The device did not return for evaluation. Based on event description indicates that the device was used to treat an atrial flutter through ablations to the cavotricuspid isthmus, which is considered an off-label use. The device did not return; therefore, product analysis could not be performed. The reported allegation of user used incorrect product for intended use was confirmed and the allegations of cardiac arrest, ventricular tachycardia, and bradycardia were unable to be confirmed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A pulmonary vein isolation procedure was successfully completed, additionally the catheter was used for off label ablations to the cavotricuspid isthmus "to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions)" and successful external direct current cardioversion helped achieve sinus rhythm. 4 months after the ablation procedure the patient passed away due to cardiac arrest. Advanced cardiovascular life support (acls) was implemented by the medics including chest compressions, shocks, and epinephrine administration. The patient was intubated with a supraglottic airway device, fitted with a lucas device and taken to the emergency department where they were moved to the "resuscitation bay" and was found to have no pulse. Acls was reinitiated at this time and the patient was noted to have "multiple rhythms including 1 episode of v. Tach" which was defibrillated (and his ICD was noted to deliver a shock shortly after the defibrillation). They obtained a return of spontaneous circulation (rosc) for "a time" and gave the patient epinephrine and amiodarone, however the patient slipped into bradycardia and ultimately returned to pulseless electrical activity. Multiple additional rounds of acls were attempted before the patient was finally declared deceased. It was reported that the pulmonary vein anatomy was normal. And the physicians consider the farawave catheter and faradrive sheath as unrelated to the death event, however, a cause for the sudden cardiac arrest have not been provided. It was noted that the patient had been doing well in the time between the ablation procedure and their death. Per additional information, ablation was on (B)(6) 2025, death was on (B)(6) 2025. Successful pulmonary vein isolation x4 (farapulse system). Successful pulsed-field catheter ablation of the cavotricuspid isthmus to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions). Successful external direct current cardioversion to normal sinus rhythm. Death (cardiac arrest) occurred over 4 months after ablation. Acls was performed by medics, chest compression initiated and ongoing for multiple rounds pta, 0 shock, 5 epi, and no other meds were delivered prior to arrival, airway was managed with a supraglottic device, access established pta was io. Was doing well, no immediate complications after the ablation in (B)(6) 2025. No hospitalization, death was shortly after arriving to emergency. Department. Patient arrived via ems ill-appearing with a supraglottic device in place and a lucas device over his chest. Appeared mottled and cyanotic. After he was moved from the ems cot to the resuscitation bay pulses were checked and noted to be absent. Acls was then reinitiated. He had multiple rhythms including 1 episode of v. Tach which was defibrillated. His ICD was also noted to deliver a shock shortly after defibrillation by the zoll device. Obtained rosc for a period of time and initiated an epinephrine drip and amiodarone however patient ultimately bradycardia down and went back into pea. After multiple additional rounds of acls the code was called for medical futility. Afib ablation in (B)(6) 2025, no procedure was done during time of death. No medication was prescribed, no additional interventions.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A pulmonary vein isolation procedure was successfully completed, additionally the catheter was used for off label ablations to the cavotricuspid isthmus "to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions)" and successful external direct current cardioversion helped achieve sinus rhythm. 4 months after the ablation procedure the patient passed away due to cardiac arrest. Advanced cardiovascular life support (acls) was implemented by the medics including chest compressions, shocks, and epinephrine administration. The patient was intubated with a supraglottic airway device, fitted with a lucas device and taken to the emergency department where they were moved to the "resuscitation bay" and was found to have no pulse. Acls was reinitiated at this time and the patient was noted to have "multiple rhythms including 1 episode of v. Tach" which was defibrillated (and his ICD was noted to deliver a shock shortly after the defibrillation). They obtained a return of spontaneous circulation (rosc) for "a time" and gave the patient epinephrine and amiodarone, however the patient slipped into bradycardia and ultimately returned to pulseless electrical activity. Multiple additional rounds of acls were attempted before the patient was finally declared deceased. It was reported that the pulmonary vein anatomy was normal. And the physicians consider the farawave catheter and faradrive sheath as unrelated to the death event, however, a cause for the sudden cardiac arrest have not been provided. It was noted that the patient had been doing well in the time between the ablation procedure and their death.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A pulmonary vein isolation procedure was successfully completed, additionally the catheter was used for off label ablations to the cavotricuspid isthmus "to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions)" and successful external direct current cardioversion helped achieve sinus rhythm. 4 months after the ablation procedure the patient passed away due to cardiac arrest. Advanced cardiovascular life support (acls) was implemented by the medics including chest compressions, shocks, and epinephrine administration. The patient was intubated with a supraglottic airway device, fitted with a lucas device and taken to the emergency department where they were moved to the "resuscitation bay" and was found to have no pulse. Acls was reinitiated at this time and the patient was noted to have "multiple rhythms including 1 episode of v. Tach" which was defibrillated (and his ICD was noted to deliver a shock shortly after the defibrillation). They obtained a return of spontaneous circulation (rosc) for "a time" and gave the patient epinephrine and amiodarone, however the patient slipped into bradycardia and ultimately returned to pulseless electrical activity. Multiple additional rounds of acls were attempted before the patient was finally declared deceased. It was reported that the pulmonary vein anatomy was normal. And the physicians consider the farawave catheter and faradrive sheath as unrelated to the death event, however, a cause for the sudden cardiac arrest have not been provided. It was noted that the patient had been doing well in the time between the ablation procedure and their death. Per additional information, ablation was on (B)(6) 2025, death was on (B)(6) 2025. Successful pulmonary vein isolation x4 (farapulse system). Successful pulsed-field catheter ablation of the cavotricuspid isthmus to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions). Successful external direct current cardioversion to normal sinus rhythm. Death (cardiac arrest) occurred over 4 months after ablation. Acls was performed by medics, chest compression initiated and ongoing for multiple rounds pta, 0 shock, 5 epi, and no other meds were delivered prior to arrival, airway was managed with a supraglottic device, access established pta was io. Was doing well, no immediate complications after the ablation in (B)(6) 2025. No hospitalization, death was shortly after arriving to emergency. Department. Patient arrived via ems ill-appearing with a supraglottic device in place and a lucas device over his chest. Appeared mottled and cyanotic. After he was moved from the ems cot to the resuscitation bay pulses were checked and noted to be absent. Acls was then reinitiated. He had multiple rhythms including 1 episode of v. Tach which was defibrillated. His ICD was also noted to deliver a shock shortly after defibrillation by the zoll device. Obtained rosc for a period of time and initiated an epinephrine drip and amiodarone however patient ultimately bradycardia down and went back into pea. After multiple additional rounds of acls the code was called for medical futility. Afib ablation in (B)(6) 2025, no procedure was done during time of death. No medication was prescribed, no additional interventions.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.